Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's wife stated the patient was asleep and saw that the cgm was displaying a value of 57mg/dl. She tried to wake the patient, but he would not wake up. She administered the patient with two glucagon tablets and the patient did not respond as expected. The patient's wife called for an ambulance and when the emergency medical technician's (emts) arrived, they checked the patient's bg and the meter was reading 27mg/dl while the cgm was still displaying 57mg/dl. The patient's wife did not wish to provide further event details. At the time for contact, the patient was in healthy condition. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.